Manufacturer narrative:
Report source: (B)(6) study. (B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted in a transgastric position to treat a pancreatic walled-off necrosis (won) during an axios stent placement procedure performed on (B)(6) 2019. Reportedly, drainage and stent lumen patency were confirmed. Drainage was noted to be turbid (with no pus) and contained debris. There was no blood or oozing noted at the time of stent placement, and old blood was suctioned out. The stent was placed as part of the (B)(6) clinical trial. The patient was enrolled into the clinical trial on (B)(6) 2019. According to the complainant, on (B)(6) 2019, a computed tomography (CT) angiogram was performed to rule out potential pseudoaneurysm. The CT revealed that the patient's won had drastically reduced in size to a measurement of 3.6 cm x 4.5 cm. The angiogram also revealed a focus of contrast along the splenic artery along the pancreatic body, representative of a pseudoaneurysm. The treating endoscopist felt the won had sufficiently reduced in size and, in light of a present pseudoaneurysm, opted to remove the stent. On (B)(6) 2019, stent removal was performed. The stent was noted to be in good position. A brief necrosectomy was performed to clear the remaining won cavity, and trace debris and necrosis were suctioned out. Reportedly, there was minor, self-limited bleeding or oozing at the site of the stent that stopped once the stent was removed. The patient remained hospitalized for observation. On (B)(6) 2019, the patient was discharged from the hospital. The event was reported to be resolved with no further patient complications.